Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the implanted nail fractured on (B)(6) 2025. A revision surgery is scheduled for (B)(6) 2026 to perform an artificial head replacement."